Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that patient underwent excision of mesh on (B)(6) 2007 and had mesh implanted due to exposed mesh, pelvic organ prolapse, and urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal vault suspension, cystocele, rectocele and enterocele. It was reported that the patient had the concurrent procedures of sacrospinous ligament fixation and suprapubic catheter insertion performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.